Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met relevant specifications. The product used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to bubble void on the rubberize layer. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The product catalog number for this device was unknown. Therefore bd was unable to determine the associated labeling to review.

Event description:
It was reported that the patient had a urinary leakage by using latex foley. Per follow up via phone on 21oct2020 the customer noted that there was no problem with the catheter. The patient was reportedly experienced pain (unrelated to the catheter use) and was having bladder spasms which caused the urine to leak around the catheter. The nurse was reportedly able to stop the leakage.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had a urinary leakage by using latex foley. Follow up via phone on 21 oct 2020, the customer noted that there was no problem with the catheter. The patient was reportedly in pain (unrelated to catheter use) and was having bladder spasms which caused urine to leak around the catheter. The nurse was reportedly able to stop the leakage.